Event description:
It was reported that the device had an electrical reset. The device was able to restore itself and programmed back to original parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.